Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that plastic ring that goes, half of was broken off. The customer¿s blood glucose level was 99 mg/dl at the time of the incident. Customer reported that there is damage to the reservoir compartment which unable to lock the reservoir in place. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump being returned for analysis.

Manufacturer narrative:
The reservoir tube lip was partially broken off but the test reservoir locked in place properly. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.